Manufacturer narrative:
This event was originally reported under manufacturer¿s report number 1645337-2022-08568, manufacturer¿s reference number (B)(4). However, the manufacturer¿s reference number has changed. Going forward, the manufacturer¿s reference number for this event will be (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
Mnt-men-15-003: 430-062. This event is associated with the mnt-men-15-003 clinical trial, participant 430-062. It was reported that a 44-year-old caucasian female patient underwent revision breast augmentation surgery with mentor glow study gel device 350cc mentor memory shape breast implant on (B)(6) 2017. On (B)(6) 2018, the patient experienced right side breast cancer, which required lumpectomy with radiation on (B)(6) 2018.

Manufacturer narrative:
After clinical/secondary review of this file performed on december 9, 2022, it was decided to remove "neoplasm malignant", and add "breast cancer" to more accurately capture the reported event.¿ event description has also been updated under b5 per clinician review. Manufacturer¿s reference number: (B)(4). Event description under b5, and clinical code under h6 have been updated.

Event description:
On july 1, 2018, the patient was presented with breast cancer, which required mastectomy (partial) /lumpectomy on (B)(6) 2018 dd. The principal investigator assessed this event as moderate in severity, serious, not related to the device. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On march 5, 2025, mentor received additional information and was reviewed by the clinician and event description has been updated per review under field b3 accordingly on this form. Full primary UDI number has been added under field d4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision-augmentation surgery with mentor glow study gel devices on (B)(6) 2017. Adverse event # 1. Breast cancer, (right side, implant serial number: (B)(6). Date of incident: (B)(6) 2017. On (B)(6) 2018, the patient presented with breast cancer, which required mastectomy (partial) /lumpectomy on (B)(6) 2018 dd. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.